Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, procedure was completed by using another system. The philips field service engineer (fse) visited onsite and analysed system log files, indicating flat detector controller (fdc) failed during power on self-test. Further troubleshooting indicated the fdc failed. The fse replaced the fdc and returned to philips for further analysis. The analysis indicated assembly issue and identified that the capacitor was soldered on backwards. However, the cause of the failure could not be confirmed from suppliers' analysis. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.